Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the erbe bipolar connectors were loose causing bipolar issues during surgery. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electro surgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu involved with this complaint to perform failure analysis. The reported failure of bipolar cords is loose could not be replicated. The unit energized and cauterized, and all ports recognized instruments.